Event description:
During a farapulse atrial fibrillation ablation to treat paroxysmal atrial fibrillation (a fib) a faradrive steerable sheath clear was selected for use. A bubble was detected in the clear sheath midway through the procedure. Attempts to aspirate the bubble were unsuccessful. Significant air was being pulled, and the valve where the rosen was present was leaking. Consequently, the physician requested a new sheath. A new faradrive was used, and the procedure was completed without any patient complications. The device will not be returned as it is to be disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.